Manufacturer narrative:
Race and ethnicity: white, not hispanic, latino, or spanish origin. The customer¿s report of a programming error (amiodarone) was confirmed. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse amiodarone drip 360mg/200ml (drugid 38) at 2:14 am on (B)(6) 2020 via a remote IV request. The dose was 1mg/ml and the rate was 33.3ml/hr. The user then started the infusion. The rate was later changed to 16.7ml/hr, making the dose 0.501mg/min. The infusion ran at these parameters until 3:26 pm when the system was shutdown. Sixteen seconds later the system was powered on and the user selected same patient and same profile. The user then programmed an infusion of amiodarone drip 360mg in 200ml (drugid 38) through guardrails. The user entered 16.7ml/hr for the rate, which made the dose 0.501mg/min and 50ml for the vtbi and then started the infusion. The infusion ran until 6:28 pm when the device was channeled off. At 7:19 pm, the device was programmed to infuse amiodarone drip 360mg/200ml (drugid 38) via a remote IV request. The dose was 0.501mg/min and the rate was 16.7ml/hr. The user then changed the rate to 0.5ml/hr. Which made the dose 0.015mg/min and then started the infusion. The user then selected yes to the guardrails warning ¿dose is below guardrails limit of 0.5mg/min. Proceed?¿ at 8:32 am, the user changed the dose to 5mg/min, which made the rate 16.7ml/hr and started the infusion. The infusion ran until 10:07 am when the infusion was paused, and a delay was programmed. The volume recorded as being infused during this period was 380.044ml. The root cause of the reported programming error (amiodarone) was due to user programming. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that amiodarone 360mg/200ml was programmed to infuse through pump using device interoperability. Between 1920 and 1922, the nurse attempted to pre-populate the medication profile through scanning and noted that the medication's dose field is "free text" in the their electronic medical record (emr) epic system. However, the nurse manually programmed the dose as 0.5ml/hr infused at a rate of 0.015mg/min instead of the intended rate of 0.5mg/min. The programming error was discovered several hours later when the patient's cardiac rhythm converted back to atrial flutter while the infusion was running. The patient was transferred from telemetry unit to intensive care unit and no other serious injury occurred. Initial device log analysis was performed by the customer's pharmacist and discovered that the device's "restore" functionality (to recall the previous pump programming parameters for same patient) was possibly not used by the clinician and requests to confirm this by bd.